Event description:
The customer reported an issue with the pump's touchscreen, which was unresponsive and frozen, preventing interaction. There was no reported impact on the customer¿s blood glucose level as the customer declined to provide details. The customer attempted a pump reset with guidance from technical support, but the issue persisted, leading to an agreement to replace the pump. The customer planned to use multiple daily injections as a backup insulin therapy. A replacement pump with updated software was arranged, and the customer was informed of the necessary steps upon its arrival. The customer understood and acknowledged the instructions provided.